Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call and wanted to check insulin pump as customer went to emergency room with high blood glucose of 485 mg/dl and diabetic ketoacidosis. Customer indicated that the insulin pump esc and act buttons were not working and a low reservoir alarm was received and could not be cleared. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.